Event description:
It was reported that the patient's right atrial (ra) lead was dislodged, and this was discovered via a chest x-ray. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout the procedure. Further information was requested but no relevant information was provided.